Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device all intact. There was evidence of the error in the event history log. The customer reported problem was verified. Air in line was detected on the pump display during the investigation. The investigation found that air detector was defective/faulty. For corrective action, the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date of 2021-04 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air in line was detected. There was no patient injury reported.